Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer reported that the fill estimate remained static at 105 units. The customer loaded a new cartridge and received an accurate fill estimate., and resumed insulin delivery. The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of cold insulin. The customer's blood glucose level was 175 mg/dl. Recommendation was made by tandem technical support to use room temperature insulin per pump labeling instructions.